Event description:
It was reported that this inflatable penile prosthesis (ipp) was not rigid enough due to the pump not being able to be pushed more than three times. A surgical procedure was performed to remove the device, during which it was noted that the tubing was kinked and there was scar tissue preventing the right cylinder from inflating. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.